Manufacturer narrative:
H6: damaged closure yoke. Based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instrument was returned non-functional. The instrument was disassembled and was found to have broken closure yoke teeth. No conclusion could be reached as to how this damage occurred.

Event description:
It was reported that during a total abdominal hysterectomy, bilateral salpingo-oopherectomy and cystectomy with continent diversion, while firing the ez45, (with a blue cartridge), alongside the lateral pedical of the uterus a loud crunch was heard upon closing the instrument. The instrument jaws were released without firing. A new instrument was opened to complete the case. There was no consequence to the pt.